Event description:
Ous MDR - it was reported that the device transmitted 2049 episodes of short interval sensing with 2 non sustained vt episodes possibly through oversensing. The lead was not returned to biotronik berlin. Dates of implant and explant were not made available. There was no indication of surgical intervention.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Biotronik received additional information that the clinical observation might be related to a clavicular crush. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.